Event description:
The customer reported that her bgs were "fine" the night a new pod was placed, but the next day, she experienced high readings (255-500mg/dl). She administered a correction bolus, but it was ineffective at lowering her bgs. In addition, the pod had initiated an occlusion alarm. The pod will be returned for evaluation.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak, which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.